Manufacturer narrative:
Patient weight not provided for reporting. (B)(4). Date returned to manufacturer. Concomitant devices reported: superior endplate (part # pdl-m-sp11s, lot # 7795110, quantity # 1), inferior endplate (part # pdl-m-ip00s, lot # 7797566, quantity # 1). (B)(4). The complaint indicated that this device migrated post-op requiring additional surgical intervention. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prodisc l polyethylene inlay implant popped out post operatively. The original surgery was performed on (B)(6) 2015. Approximately around (B)(6) 2016 patient was wearing socks and slipped and fell. Patient experienced back pain. On an unknown date, x ¿ rays were taken post operatively and it revealed that prodisc l poly was dislodged / migrated. Surgeon will be performing revision surgery on (B)(6) 2016 and is going to use another company¿s device to perform spine fusion at l5-s1 and will be removing synthes hardware. This complaint involves one device. Concomitant devices reported: superior endplate (part # pdl-m-sp11s, lot # 7795110, quantity # 1), inferior endplate (part # pdl-m-ip00s, lot # 7797566, quantity # 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation has been completed for part# pdl-m-pt10s. The returned device exhibits signs of damage and normal wear. All observed damage is post manufacturing. Due to the damage observed on the inlay it is not possible to accurately measure the part. Damage to the inlay is as follows: the retaining tab has been sheared off. On the posterior side of the spherical diameter there is a worn radial depression. The iatrogenic damage includes a perforated imprint on the anterior side of the part and some minor scratches on the spherical surface. There are also numerous nicks and scratches on the bottom surface and wear where the etch was worn off. The raw material lot cannot be identified because the lot number is not legible. There is no in-house method available to identify the raw material or lot it came from. This complaint is unconfirmed. Product investigation has been completed for part# pdl-m-pt10s. One prodisc-l superior endplate (item pdl-m-sp11s lot 7795110), polyethylene inlay (item pdl-m-pt10s), and inferior endplate (pdl-m-ip00s lot 7797566) were returned for analysis. The prodisc-l total disc replacement is indicated for spinal arthroplasty in skeletally mature patients with degenerative disc disease (ddd) at one level from l3 to s1. The implants were returned with damage that is consistent with removal of the implants. Bone remnants were observed on the superior and inferior endplates. The snap lock feature was observed to be slightly rounded. Visual examination did not reveal any design related issues. A definitive root cause for the expulsion of the inlay could not be determined. No design related issues were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information device was used for treatment, not diagnosis. N is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Internal review of the complaint has been completed. There is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. There is damage present on the superior endplate, polyethylene inlay and inferior endplate, which is consistent with tool marks and surgical removal technique. Evidence of bone remnants were observed on the superior and inferior endplates. The snap lock feature was observed to be slightly rounded. There are signs of impingement on the superior endplate, inferior endplate, and the inlay. There was evidence of biofilm on the surface of the superior endplate. Evidence of burnishing and multidirectional micro-scratches was observed on the articulating surface of the polyethylene inlay. Signs of impingement, biofilm, and burnishing are commonly observed on implanted prodisc-l devices. The risks of impingement are also covered in the prodisc-l design and clinical risk management file. No new risks, user needs, or updates to the product development evaluation for this complaint have been identified as a result of the condition of the device. As such no further action is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.